Manufacturer narrative:
Evaluation: result: release pedal assembly.

Event description:
It was reported by service report that the jack release pedal gets stuck and the stretcher keeps descending. No pt involvement or adverse consequences are reported.